Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. Reportedly, customer keeps the pump in his back pocket. Customer stated that he has not tested his blood glucose levels, but feels like blood glucose levels have become elevated in the 300 mg/dl range. Customer resumed insulin delivery and stated that he would treat elevated blood glucose levels via the pump. Tandem technical support educated the customer on how to prevent button alarms from being triggered.